Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported via the health care provider (hcp) that they were notified that the patient was scheduled to have their device removed on (B)(6) 2017 at 12pm because the hcp indicated that the device was infected. There were no further complications reported as a result of this event.

Manufacturer narrative:
Outcome attributed to adverse events corrected from intervention required to other (infection). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the incision site now looked fine and did not look like the device needed to be removed. No further complications were reported/anticipated.